Manufacturer narrative:
The product is in possession of the hospital. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited noise and oversensing resulting in inappropriate anti-tachycardia pacing (atp) and shock therapy. The patient was not pacemaker dependent. Additionally, low pacing impedance measurements of 385 and 348 ohms were observed. X-ray noted no lead fracture. A lead insulation problem was suspected. An invasive procedure was performed. The device was explanted and the lead was surgically abandoned. Another manufacturer's device and lead were implanted. No additional adverse patient effects were reported.